Event description:
It was reported that the patient's blood glucose (bg) levels reached 18 mmol/l (324 mg/dl) while wearing the pod on the abdomen between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. During the investigation, the tear prevent fluid from exiting the distal tip of the soft cannula and a leak was observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.